Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there was a loss of prime with non-zero force verified in the black box history. There was no loss of prime during investigation. The force sensor calibration reading was observed to be high. The pump was opened and removed from the case. The force sensor resistance reading was 7.7k ohms. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging multiple unexplained loss of prime alarms. The reporter stated that the issue occurred with multiple cartridges from different lots. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.